Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. Patient information was not provided. Livanova (B)(4) manufactures the electrical venous occluder (evo). The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue upon starting the device. An attempt was made to calibrate the device, which failed. The s5 system was restarted and removed the tubing and attempted another calibration, which succeeded. However, a clicking noise was identified during adjustment. The evo was replaced to resolve the issue. Subsequent functional verification was completed without further issues and the unit was returned to service. The replaced evo was returned to livanova (B)(4) for additional investigation. The unit was tested extensively, including testing in a climate chamber at various temperatures and a 12 hour test run. No errors were observed during this testing. The clamp performed according to expectation. Two boards, the nanotec motor lk28 and the ribbon cable were replaced as a precaution. Subsequent testing and technical safety inspection were completed without failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined and corrective actions were not identified.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) displayed an error message during a procedure. The error appeared to be intermittent and not prompted by action from the user. The user attempted to perform a re-calibration to resolve the issue, however the error persisted. There was no report of patient injury.